Manufacturer narrative:
Device received with a blank display due to corroded electronic assy. The motor and battery tube assemblies found with traces of corrosion. Unable to perform functional test including self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test due to blank display. Device received with cracked case on the back at the battery tube area, belt clip rail case corner and battery tube threads. Device received with minor scratched display window, case and keypad overlay.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
Information received by medtronic indicated that the insulin pump screen was blank and buzzing. Customer was in the pool but they did not able to notice there were crack on the back of the insulin pump, they remove the battery and there was water on the battery compartment. Customer stated that o-ring was in place. Customer stated that the o-ring was free of debris. Customer stated that the battery cap did not damaged. Customer called back with blank display after receiving new battery cap. Customer stated that the display was not blank less than 30 seconds and did not return. Customer stated that display was not blank currently. Customer stated that they remove the battery and insert battery alarm did not display on the insulin pump screen. Customer stated that the contacts on the battery cap were neither missing nor damaged. Customer stated that the home screen did not appear on the display after restart. No harm requiring medical intervention was reported. The insulin pump will be returned for analysis.